Event description:
On 5/17/94, an angiographic catheter, 8 fr was placed into the pleural space under CT guidance for the purpose of draining fluid from the chest in the radiology dept by the radiologist. This catheter was placed somewhat posteriorly. By 5/18/94, via a chest x-ray "almost all fluid has cleared." On 5/19/94, it was noted there was much less drainage present, but by that evening pnenumonia was noted at the lung base. It was noted on that chest x-ray that "there has been a change in a portion of the chest tube bying extrathoracically in that it appears to be twisted upon itself and nearly torn in two pieces. Evaluation of this region may be of further assistance if no drainage can be ilicted from the tube, concern for disruption of the drainage tube is raised." On 5/20/94, the pt underwent a major exploratory laparotomy for diagnostic purposes (adeno cancer of ovaries with extensive metastases). On 5/21/94, 1450 (mili time) fluoro exam, catheter appears to be intrathoracic in location. No extrathoracic portion identified. On 5/23/94, the pt returned to surgery for thorascopic removal of intrathoracic catheter. This report is filed to alert hosps to use these catheters for only the purpose intended and not as an indwelling drainage catheter and particularly for the pleural space. This is not a device problem, but instead is considered a "use error."device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event, other, other, other, other, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other, other. Invalid data - on device destroyed/disposed of status.